Manufacturer narrative:
This report filed january 13th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient was prescribed cortisone on (B)(6) 2015 due to suspected tinnitus. The implanted device remains.